Event description:
A malfunctioning pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support received a request to address the issue, and actions were taken to assist the customer with a parachute order as the pump was still under warranty until 7/18/2026. No additional information was received regarding the outcome of the event.